Manufacturer narrative:
Conclusion: vessel dissection and hemorrhage are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported events were anticipated procedural complications. The info in this report was collected during the review of stroke cases for the (B)(4). The info available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2009, the pt presented to the hospital with an nihss of 24 and mrs of 5. Prior to use of the penumbra system, 50 mg of IV tpa were administered. The study device was used on the target vessel, right m1. On (B)(6) 2009 a peri-interventional right ica dissection (sub-petrous) occurred and was reported during review of the clinical trial data with a possible relationship to the study device and definite relationship to the angiographic procedure. It was moderate in severity and resolved with no actions taken. On (B)(6) 2009, a right frontal focal sah also occurred with a possible relationship to the study device and definite relationship to the angiographic procedure. It was mild in severity and resolved with no actions taken.